Event description:
The rptr stated that during a spinal surgery procedure, the coral set screw dissembled. Integra has requested additional info from the rptr. The coral spinal system is a fusion implant system used for the correction and stabilization of the lumbar or lower region of the spine.

Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.